Manufacturer narrative:
Product event summary # (B)(4): manufacturer's analysis was unable to confirm the customer comment that the programmer was unable to interrogate. The programmer was able to interrogate with a known good radiofrequency head. Analysis was able to confirm the customer comment of a noisy system fan and therefore the fan was replaced. It was also indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced and the hard drive was reconfigured and loaded with updated software. It was also indicated that the programmer was received with an old stylus and therefore the stylus was replaced. The programmer passed final functional and system tests. (B)(4): manufacturer's analysis confirmed the customer comment that the radiofrequency head was unable to interrogate. It was also indicated that the head failed functional tests. The cable was replaced and the head passed functional and systems tests. Product ID: 2067, serial# (B)(4).

Event description:
It was reported that the programmer would boot up but was intermittently unable to interrogate implantable heart devices. It was further reported via follow-up that the programmer was turned off and on but the situation did not resolve and that its fan was noisy. The accompanying radiofrequency programmer head was not changed out in the course of troubleshooting and therefore could not be eliminated as a possible source of the interrogation difficulty. Both the programmer and the programmer head were returned for service. No patient complications have been reported as a result of this event. (B)(6) 2016: the programmer and radiofrequency programmer head tested out of specification during manufacturer's analysis.